Manufacturer narrative:
(B)(4). Date sent: 05/19/2021. D4: batch # u5cl6j. H6: component code = others (g07). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29a device arrived with no apparent damage. The breakaway washer was present, cut, and there were no staples present, indicating that the device achieved a full firing stroke. In addition, the washer was noted to have nicks; this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: squeezing the firing trigger exposes the knife. Engage the red safety prior to removing the washer and tissue donuts from within the circular knife. Do not re-squeeze the firing trigger as this may damage the anastomosis. After the firing stroke is completed, release the firing trigger, allowing it to return to its original position, and re-engage the safety. To reset the safety, pull the firing trigger back to its original position, if necessary. If excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. Always inspect the anastomotic staple line for hemostasis and check the completed anastomosis for integrity and leakage. Metal clips, staples, or sutures contained in the area to be stapled may affect the integrity of the anastomosis. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 03/08/2021. Additional information was requested and the following was received: what were the indications for surgery? Not available. Did the patient receive any preoperative chemotherapy or radiation?- not available were there any issues experienced with the device in the initial surgical procedure? - no what healthcare professional fired the device and what is his/her experience with the device?- hcp fired. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)?- not available. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing?- yes. When was the safety released? - yes. Was the device difficult to close?- no. Was the device difficult to fire?- no, surgeon regularly uses this code and didn¿t find any difference. How far from the dentate line was the anastomosis constructed?- 4cm. Did the healthcare professional receive audible & tactile feedback when firing the device?- yes. Were the donuts inspected? If so, please describe.- yes. Normal. Was a complete transection of the white breakaway washer visually confirmed?- yes. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location.- no staples formed was a leak test performed? If so, what type and what was the result?- no staples formed. Procedure converted to apr. Was the staple line visualized endoscopically during the initial surgical procedure?- no staples formed how many days postoperative did the leak occur?- procedure converted to apr how was the leak identified?- procedure converted to apr. What was observed at the site of the leak upon reoperation?- procedure converted to apr. How was the leak addressed?- stoma bag. What is the current status of the patient?- patient on permanent stoma.

Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? When was the safety released? Was the device difficult to close? Was the device difficult to fire? How far from the dentate line was the anastomosis constructed? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current status of the patient?

Event description:
It was reported, surgeon used cdh29a for an end to end anastomosis during an ultra-low anterior resection. The surgeon could complete the firing with complete two donuts. He observed that there were no staplers formed post firing and the lumen didn't form. Surgeon has to covert the procedure to a stoma. The procedure was delayed by 45-minutes.